Event description:
Physician attempted a femoral arteriotomy closure with a prostar xl 10fr device after an interventional procedure. Reportedly "needle deployment was successfully" completed, and all needles were removed from the sutures. Bleeding at the site continued during attempted hemostasis. The physician used manual compression to try and achieve hemostasis. When the physician attempted to remove the device he found that the device was broken near the marker lumen and surgical intervention was required to remove the device. Although requested, no additional info was provided.